Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not accepting any battery. Customer stated that they had replace battery alert. Battery was not replaced after low battery alert. Customer stated that they received low battery alert prior to replace battery alert and power no alarm. Customer stated that it was less than 8 hours from low battery alert to replace battery alarm. Customer stated that they had battery failed alarm. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The device will be returned for analysis.

Event description:
The insulin pump was returned for the analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer = black. Case type = ngp customer returned the device for alleged the device is not accepting batteries (battery failed alarm), battery charge lasting less than expected, and unexpected battery power loss found on (B)(6) 2022.the device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power related alarms noted during testing and a review of the history files reveals no excessive or unusual power/battery related alarms. The device was cut open for a visual inspection. No moisture damage was found on the vibrate harness assembly, motor, and force sensor however, moisture damage was found on the electronic assembly (electrical board). Battery charge lasting less than expected, unexpected power loss, and unexpected battery failed alarms are not confirmed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay.battery charge lasting less than expected, unexpected power loss, and unexpected battery failed alarms are not confirmed. Moisture damage was found during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.